Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infection. The surgeon took out all the implants from the 1st surgery. The screws came out and the representative confirmed that the surgeon left the baseplate screw holes empty so no competitive or djo screws were replaced in the baseplate.